Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.

Event description:
The customer reported that the plastic piece behind the reservoir compartment is pushing outward. Advised the customer to revert to back up plan. No further information was provided.